Event description:
After using the nasal swab in a j&j covid pcr test at (B)(6) pharmacy, I experienced severe burning and itching in my upper nostrils. Several days later it feels very irritated and extremely dry. FDA safety report ID # (B)(4).